Event description:
Pt has a programmable valve initially implanted in 2001 in pleural/lumbar site (not as indicated for intended usage). Twelve days later, valve required manipulation in order to reprogram because it had moved from it's original position. Pt programmed afterward to 100; then later on re-programmed to 80 and then to 60. Pt responded well to programmings at 60. Three weeks later, pt felt ill after attending a concert and went to emergency room the following day. Valve checked the next day and found to be at pressure setting of 30 or 40. Pt reprogrammed to 70 and is currently feeling much better (but still not 100%). Note that the position of the valve and it's depth is different in this application than in intended use application site (cranial placement).